Event description:
It was reported that during an anterior resection procedure, the surgeon fired the device to reconnect the two lengths of bowel in a colonic resection. The gun appeared to fire without problem and gave no cause for concern; however upon inspecting the doughnuts, there were staples present in the doughnuts and some of them were open and malformed. The surgeon performed a leak test and the staple line leaked. As the malformed staple line was picked up immediately, he was able to over sew the anastomosis and rectify the problem; the second leak test was negative (did not leak). There was no visible adverse effect to the patient. As a result of the difficulties encountered with this device, the procedure was prolonged 30 minutes. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4).the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.